Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f24 - insufficient information a1405 - improper flow or infusion e2401 - insufficient information there was patient involvement. A report was received from health canada's canada vigilance program which states, "hung a sodium phosphate secondary medication at 1000 and noticed at 1035 that it had infused the 100ml bag rapidly even though it was programmed correctly to infuse over 2 hours through the pump as a secondary medication. The pump read 55ml/hr and it was infusing at a way faster rate on its own."

Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182). Correction: date of event, describe event or problem, concomitant med prod data, imdrf annex a codes.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information. Correction : imdrf annex e and f codes. Additional information : medical device serial #, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f24 - insufficient information. A1405 - improper flow or infusion. E2401 - insufficient information. There was patient involvement. A report was received from health canada's canada vigilance program which states, "hung a sodium phosphate secondary medication at 1000 and noticed at 1035 that it had infused the 100ml bag rapidly even though it was programmed correctly to infuse over 2 hours through the pump as a secondary medication. The pump read 55ml/hr and it was infusing at a way faster rate on its own."

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f24 - insufficient information. A1405 - improper flow or infusion. E2401 - insufficient information. There was patient involvement.